Event description:
It was reported to philips the device external paddle surface was damaged from the customer using a not approved disinfector. There was no patient involvement.

Manufacturer narrative:
A philips authorized repair bench technician evaluated the device. The issue was traced to a faulty external paddle set. The technician replaced the external paddle set. The device passed all performance assurance tests and was returned to the customer. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.